Manufacturer narrative:
D9: product received date 9/16/2024. H3: one device was returned for repair in used condition. A worn downstream occlusion (dso), worn upstream occlusion (uso) seal and worn battery door was found on visual evaluation. This device has not been serviced in the past 12 months. No applicable evidence to review in event history. The reported problem of double beeping was confirmed by functional test. The cause was due to dso sensor. The dso sensor was replaced to correct the reported issue. Also replaced battery door. The device passed all functional tests after the repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a double beeping, dirty battery door. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.